Event description:
Tzortzis et al adjunctive procedures for the treatment of proximal type I endoleak: the role of peri-aortic ligatures and palmaz stenting. Journal of endovascular therapy: (B)(6) 2003, vol. 10, no. 2, pp. 233-239.; report 2 deaths, 2 stent distal embolizations during the procedure to place a stent and 1 persistent endoleak occurred after treatment of type I endoleak with palmaz stents.

Manufacturer narrative:
Tzortzis et al adjunctive procedures for the treatment of proximal type I endoleak: the role of peri-aortic ligatures and palmaz stenting. Journal of endovascular therapy: (B)(6) 2003, vol. 10, no. 2, pp. 233-239. It also represents notification of two events for which patient specific details are not currently available. The device involved is a palmaz stent and for which the catalog and lot numbers are not available. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00191 and 9616099-2013-00192.

Manufacturer narrative:
Please note that the catalog number of this device was provided in the article from which the complaint was identified. Therefore, was updated. In addition, two deaths reported, however, one death was attributed to renal failure. Therefore, the overall number of deaths is now reduced 1. Additional attempts were made to obtain further details from the authors without success. As reported in article tzortzis et al adjunctive procedures for the treatment of proximal type I endoleak: the role of peri-aortic ligatures and palmaz stenting. Journal of endovascular therapy: (B)(6) 2003, vol. 10, no. 2, pp. 233-239, one patient expired after implantation of a palmaz stent inside a covered stent graft and one palmaz migrated after implantation. The etiology behind the patient's death was not provided in the article. Most of the patients in this study were unsuitable candidates for open aortic surgery with the presence of comorbidities. Attempts to obtain further information have been unsuccessful. The product remained implanted in the patient and could not be returned for analysis. The lot number is unknown; therefore, a review of the manufacturing records could not be conducted. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event reported. The patients in this article are known to have co-morbities or high risk factors that have precluded them from open aortic surgery that may have contributed to the patient's death. The article noted that the palmaz stent was placed inside an abdominal covered stent graft which would have been positioned near the renal arteries. The palmaz is not indicated for use inside a covered stent graft. By anchoring the graft with a stent of any kind, it is possible for the covered stent to decrease/occlude the flow of blood through the renal artery if the stent graft were obscuring the ostium of the renal artery hence causing renal insufficiency/failure. It is not indicated if the stent migration noted occurred in the same patient. The migration of the stent is likely due to the inability of the stent's inability to adhere to the vessel wall as intended. As previously noted, the palmaz is not indicated for use inside a covered stent graft. There is no available information to suggest that the events reported could be related to the design or manufacturing process of the units. Therefore, no corrective actions will be taken. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00191 and 9616099-2013-00192.